Manufacturer narrative:
The customer reported complaint that the autopulse li-ion battery (sn 00355) shows as fully charged on the multi-chemistry battery charger (mcc), but it is unable to power on the autopulse platform was confirmed during the archive data review but not during functional testing. No device malfunction was observed during testing, and the battery functioned as intended. Based on the archive data review, the possible root cause of the reported complaint was a battery-charger communication failure. The archive review indicates that on (B)(6) 2024, the battery remained in the charger for 16 hours without initiating a charge. Upon reinsertion, the conditioning cycle was completed successfully, and the battery charged as expected. This issue was likely caused by a temporary communication error between the battery and the charger, which was resolved after reinserting it into the charger. The archive shows 306 successful charge cycles over the battery's lifetime. The autopulse li-ion battery was successfully charged in a known good autopulse multi-chemistry battery charger. The status leds on the battery showed four flashing green lights. The battery was able to successfully power an autopulse platform until discharged without issue.

Manufacturer narrative:
Zoll has not received the autopulse li-ion battery in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During the shift check, the autopulse li-ion battery (sn (B)(6) status leds displayed 4 flashing green lights after it was removed from the multi-chemistry battery charger (mcc). However, the battery was unable to power on the autopulse platform. While the led indicator status on the charger after the charging attempt is unknown, the same issue persisted when the battery was tested with a different charger. The autopulse platform was tested with another battery and functioned as intended. No patient involvement.